Event description:
It was reported that this right atrial lead exhibited noise. Reprograming of the device and further evaluation of the system was discussed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).